Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that at start-up, v60 ventilator was giving an error message of data acquisition pcba adc failed. Customer reported that there was no patient involvement.

Manufacturer narrative:
Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.